Manufacturer narrative:
One sample of item number 10013902 was received for quality investigation. The customer complaint of component damage - leak in line was confirmed by inspection. The tubing was first examined for any visual damages to the tubing or the assembly components. There were no obvious visual damages to the sample. A syringe filled with water was used to push fluids through the sample to determine if there were any microscopic holes or damage that may have allowed air to enter the sample. Leakage was seen at vent of the inlet port of the filter. Additionally, air appears to enter through the leaking vent causing for air to enter the filter cavity and move down the infusion line as bubbles in the line. The sample was forwarded to the filter supplier for further investigation. Visual examination of the returned filters revealed no cracks or abnormalities on the housing of the filters. No discoloration was observed of the filtration membrane or vent media. After sterilization, a priming attempt with water was unsuccessful with all of the air entrained within the housing not being eliminated. A subsequent attempt to purge air from the filter pushed some liquid out through the outlet vent. Subsequently, while subjecting the filter to a flush treatment that may restore the hydrophobic properties of vents compromised from end use conditions including possible saturation with low surface tension fluids, a crack and leak developed in the housing, and it could no longer be tested. The implicated return was next forwarded to the filter manufacturing site for further review. Outside of the housing crack noted by sls, the vents and membrane appeared to be complete, centered, and generally intact. Tubing was found connected to the ports and is a process that takes place after filter assembly. A water pressure test conducted via handheld syringe exposed the evident housing crack and vent testing could not be completed. The house was cut open to provide direct access to the vents and using a rubber grommet piece a syringe of green dyed water was placed against the vent port in the housing with gentle pressure applied. The inlet vent did not leak, however, the outlet vent leaked in the center area of the vent. A close review of the outlet vent did not identify any collateral damage such as nicks or marks in the housing material or jagged tears within the surface of the ptfe vent media that are generally associated when an errant assembly process is found contributory to the vent leak. All IV-5 filter lots are assembled with validated process parameters and with materials believed suitable to their intended end use, and successfully meet stringent in-process testing prior to being released to inventory. A review was conducted of the manufacturing batch records for the implicated lot numbers referenced above. It confirmed that the lots were manufactured according to approved procedures and met all specifications for release, with no noted manufacturing deviations, nce's or capas that would have contributed to the reported vent leak concern. With no indication from the investigation that the filter assembly process or materials were contributory to the reported vent leak, the determined root cause was ¿supplier ¿ could not determine root cause¿. Based on the supplier investigation a root cause for the component damage - leak could not be determined. Potential scenarios exist where the vent's hydrophobic properties may become temporarily compromised or weakened from treatments and exposures that occur after filter assembly that may result in fluid leakage through the vent, particularly with lower surface tension fluids that may contain elements of the alcohol or lipids. A device history record review for model 10013902 lot number 22099331 was performed. The search showed that a total of (B)(6) units in 1 lot number was built on 09feb2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided. Mat#: 10013902 batch#: 23029132 it was reported by customer that item 10013902 bd smart site low sorbing extension site lot # (10)23029132 product, air was found in tubing. Tubing was broken at port, filter tubing. Verbatim: rcc received the complaint via email. Email as attached safe was reported for item 10013902 bd smart site low sorbing extension site lot # (10)23029132 product is in my office. Air was found in tubing. Tubing was broken at port. Filter tubing) 05sep2023 - are you able to provide the date of event? 8/26/2023 - was issue being described noted before, or during used? During use. - was there any patient involvement? Yes - any adverse events or serious injury reported to patient or healthcare professional? No harm evident at this time. - what was the patient outcome? No harm evident at this time. - was there any delay of, or change in, the course of treatment due to this event? Central line tubing had to be replaced and there was a break in the line on a central line that increased risk of clabsi. - what procedure was being performed? Just fluids being administered. - what medication was used in the procedure? IV fluids - is sample available for return to bd for investigation? If yes, please provide the sender¿s name and address for us to create the fedex return label. Given to material management coworker to send in. - are you able to provide photo(s) of the sample? Do not have possession of the tubing at this time to take photos. I believe the air-in-line complaint may have been incidental to the finding, and may have just been what prompted them to look closer at the line, although if air entered the line and then traveled back up the tubing to the pump it could have come from the break in the line. Without having seen the actual tubing at the time, that is only conjecture on my part. There was leakage, this time minimal from what I was told, although when the same issue has occurred in the past, there was more leakage. It usually depends on the severity of the break.

Event description:
It was reported that bd alaris smartsite low sorbing set component was damaged the following information was provided by the initial reporter with the verbatim: tubing was broken at port. Filter tubing) 05sep2023 - are you able to provide the date of event? (B)(6) 2023. - was issue being described noted before, or during used? During use. - was there any patient involvement? Yes. - any adverse events or serious injury reported to patient or healthcare professional? No harm evident at this time. - what was the patient outcome? No harm evident at this time. - was there any delay of, or change in, the course of treatment due to this event? Central line tubing had to be replaced and there was a break in the line on a central line that increased risk of clabsi. - what procedure was being performed? Just fluids being administered. - what medication was used in the procedure? IV fluids. There was leakage, this time minimal from what I was told, although when the same issue has occurred in the past, there was more leakage. It usually depends on the severity of the break.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.